Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated that for 2-3 months they have been having problems with their stimulation. Caller stated that they don't seem to feel anything and their programmer seems to work just fine. Caller stated that 3weeks ago they noticed that it was recharging quickly which they thought was odd since they had been turning up the stimulation. Caller mentioned having an appointment in (B)(6) with their cardiologist at mayo and mentioned to them that it hadn't been working as well as of late. Caller denied seeing any error messages or abnormal screens. Caller connected the programmer to the implant and confirmed the screen showed stimulation was on. Caller was in program a with intensity set at 3.2. Agent offered to caller to leave adjustment time between making changes to intensity so not to increase too much at once. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller stated their hcp for the implant is at the mayo clinic 6 hours away and asked if they could meet with someone locally. Agent offered to send message to the field on caller's behalf to request assistance. Caller added they see a local hcp (B)(6).redirected caller: patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that he has had the unit replaced (B)(6) 2022 and its working now. Pt states the battery reached eos and wires were broken.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6), implanted: explanted: product type lead .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated that for 2-3 months they have been having problems with their stimulation. Caller stated that they don't seem to feel anything and their programmer seems to work just fine. Caller stated that 3 weeks ago they noticed that it was recharging quickly which they thought was odd since they had been turning up the stimulation. Caller mentioned having an appointment in june with their cardiologist at mayo and mentioned to them that it hadn't been working as well as of late. Caller denied seeing any error messages or abnormal screens. Caller connected the programmer to the implant and confirmed the screen showed stimulation was on. Caller was in program a with intensity set at 3.2. Agent offered to caller to leave adjustment time between making changes to intensity so not to increase too much at once. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller stated their hcp for the implant is at the mayo clinic 6 hours away and asked if they could meet with someone locally. Agent offered to send message to the field on caller's behalf to request assistance. Caller added they see a local hcp dr. (B)(6).redirected caller: patient's hcp (B)(6) 2022 e1 (rep): no new information 2022-sep-07 e2 (rep): no new information 2022-nov-07 patltr (con): information was received from the patient (pt). The pt reported the cause of the problem with stimulation and not feeling anything was due to a broken wire, and battery end of life. Steps taken to resolve the issue were the pt met with a rep and hcp, and the wires and battery pack were replaced on (B)(6) 2022. Weight was reported.